Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical, inflation and deflation issues cannot be established as the product is not available for analysis. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues eight months after implant. The device had inflation and deflation issues and the pump was not working well. The physician tried all troubleshooting techniques but no troubleshooting resolved the issue. The physician was not able to tell what was wrong with the pump, so he decided to replace the pump only. There were no patient complications related to this event.